Event description:
It was reported that a company representative was having issues with his programming wand as he could not get the battery cover all the way on due to size inconsistency. The wand was returned to the manufacturer and is currently undergoing product analysis.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.